Event description:
Per complaint (B)(4), a dental implant was inserted into a patient's mouth, but was not fully seated. Implant removal was attempted with hex wrench driver, but the driver fractured within the implant.